Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: none. The patient's family member reported, pt has been testing for months and guessing what the results were. Patient has been basing their meds off of their guess. Family member is concerned that this will have a long term affect on pt. The meter allegedly has missing segments. A meter malfunction. The result on their meter was either a 200 or 266 mg/dl, they cannot tell. No comparison. Treatment given, patient would give themselves insulin based on their guess what the result is. No further information has been reported.